Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer reported that the fenestrated bipolar forceps instrument was not manipulating, the tips were unable to open or close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was able to open and close with no difficulty. Additional observation not reported by site was main broken cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observation not reported by site was distal pulleys damage. There was an indentation at the edge of the distal pulley and visible scratch marks on the surface of the pulley. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis if to reoccur could cause or contribute to an adverse event.